Manufacturer narrative:
The customer test strips were tested in qa. It was confirmed the bottle contained strips from two different bottles, which indicated the strips were not stored properly. Three of the nineteen returned strips were tested with blood assayed at 120mg/dl and gave readings of hi . The difference in readings fell in the "d" zone of the consensus error grid, making the difference clinically significant. The retention strips gave satisfactory performance. The model # was not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) pharmacist called on behalf of a customer who initially alleged high readings using his contour next usb meter. There was no evidence of an adverse event and the complaint did not meet the criteria to be reported at the time of the call, but the test strips were returned for evaluation.